Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). During troubleshooting, the ccc specialist evaluated the filter data and did not discover any issues on the chrome or reagent blanks for the samples. The sample resulted as expected when repeated on the same instrument. The cause of the discordant hcg result is unknown. This instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, false negative human chorionic gonadotropin (hcg) result was obtained on one patient sample on a dimension exl with lm instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument and an alternate instrument and resulted higher on both. There are no known reports of patient intervention or adverse health consequences due to the discordant hcg result.